Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include fever, redness, and swelling. Pt does not have meningitis. The pt was treated with both IV and oral antibiotics and total device system explant. The device was not returned to th MFR for analysis. Hcp reported pt's infection is resolved.